Event description:
Two (2) shockwave c2+ coronary intravascular lithotripsy (ivl) catheters were used to treat a lesion in the coronary arteries. The first catheter (c2pivl4012) was prepped using 100% contrast which is considered off-label (instructions for use indicate 50/50 contrast/saline medium). The physician delivered 2 pulses before an error 81 (catheter issue indicating resistor values from catheter do not match catheter data table) was observed. A second catheter (c2pivl3512) was prepped also using 100% contrast and error 81 was observed again. Generator troubleshooting did not resolve the error. Despite the catheter errors, the physician was able to restore blood flow and place 2 stents. However, the patient decompensated with a heart attack as they were pulled off the table. Following the use of an impella heart pump, the patient went into shock and expired. It was reported that the physician does not believe that the shockwave ivl catheter lead to the patient's death.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. For investigation therefore, a physical examination could not be performed. The cause of the catheter errors, reduced blood flow, decompensation, shock, and subsequent patient death could not be definitely determined based on the information available. It was reported that both catheters were prepped using 100% contrast which is considered off-label (instructions for use indicate 50/50 contrast/saline medium). It was also reported that the physician does not believe that the shockwave ivl catheter lead to the patient's death. The patient was reported to be extremely sick, and his heart could not recover from the heart attack. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.